Event description:
It was reported that during removal of a ureteral stent in 2007, the stent broke apart and a piece remained in the pelvis of the patient. The stent was initially placed approx four months earlier. Ablation of the detached piece of the stent is scheduled. Additional information has been requested, but not yet received. No further complications have been reported.

Manufacturer narrative:
Actual sample was received on 06/20/2007. The investigation is in process. A supplemental report will be filed upon completion of the investigation. Baseline report previously provided.